Event description:
The customer stated that an unexpectedly low architect intact pth value was generated for a patient sample. The initial value was approximately 20 pg/ml. The sample was retested and the value increased to approximately 160 - 170 pg/ml. No exact values were provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) determined the pipettor (part number 7-78479-02) was worn out from normal use. The fse replaced the pipettor and the architect i2000sr instrument is performing as intended and no further issues have occurred. Review of quality metrics for the pipettor did not identify an adverse trend. A review of the architect i2000sr, serial number (B)(4) service history identified no additional service or complaint tickets for low architect ipth (intact parathyroid hormone). Based upon the data available and the results of this evaluation, there is no indication of a deficiency or a malfunction of the pipettor.

Manufacturer narrative:
Abbott field service suspected poor aspiration of the patient sample due to the sample pipettor or imprecision due to wash zone manifold valve wear. Field service replaced multiple parts including the sample pipettor and the wash zone manifold valves. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.